Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a crusty and light brown substance in the cap. To aid in the investigation, one opened packaging blister was received with a plastic shield in it and four photos were provided for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification, and then with a 30x microscope. No defects or imperfections were observed. Together with this sample, a plastic bag with a particle was received. The particle looks like fibers and is 1/6"x 3/32" in size. The four photos provided show the particle received. The sample was sent to a laboratory for analysis and the foreign matter matched silicone. The silicone is medical grade and used in the manufacturing process. A device history record review was completed for provided material number 305180, lot 3209615. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. Material #: 305180. Batch#: 3209615. It was reported by customer that the discovery of a substance inside the cap of an 18g x 1 ½ blunt fill needle. The substance is crusty and light brown in colour. Verbatim: rcc received a complaint via email. Email(s) attached. Last week my team reported the discovery of a substance inside the cap of an 18g x 1 ½ blunt fill needle. Please see photos attached, although it is difficult to capture in an image. The substance is crusty and light brown in colour. You may wish to report this to your quality assurance team. Customer response for follow-up: 1. Please provide the date of event. A. Reported on/about (B)(6) 2024. 2. Please also provide us with the contact number. A. My telephone number: (B)(6) 3. Please confirm the number of quantities affected. A. (B)(4). 4. Was this needle used with the patient? A. No, it was used in sterile compounding of a medication. 5. Is there any harm to the patient? A. No, none reported. 6. Any physical sample available for investigation? A. Yes, I have the cap. Customer response for shipping label follow-up: thank you for following up. The message on the previous shipping label indicated it was void if not used by (B)(6) 2024. Could you please send a new shipping label? Please see attached for new label. It is valid until (B)(6) 2024. Thanks so much. We are shipping the affected item today.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 305180 batch#: 3209615 it was reported by customer that the discovery of a substance inside the cap of an 18g x 1 ½ blunt fill needle. The substance is crusty and light brown in colour. No harm additional information: was this needle used with the patient? A. No, it was used in sterile compounding of a medication 5. Is there any harm to the patient? A. No, none reported.